Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump system check with tandem technical support (cts) did not identify source of blockage. Customer changed out the infusion set and cartridge to address occlusion. Customer also reported that the basal iq feature did not resume insulin after bg started to elevate. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply. Customer's blood glucose was 207 mg/dl.